Manufacturer narrative:
The patient sample was received for investigation. The investigation sent the patient sample to another laboratory and was tested for triglycerides and cholesterol using a competitor assay and analyzer. The results are: triglycerides - 74 mg/dl. Cholesterol - 13 mg/dl. The investigation determined that the triglycerides assay from the competitor analyzer contains ascorbic acid oxidase; the result is acceptable and probably correct. The investigation determined that the cholesterol assay from the competitor analyzer does not contain ascorbic acid oxidase; the assay's cholesterol result is probably falsely low and is comparable to roche's cholesterol results. The investigation determined that the event was caused by an interferent (patient sample suspected to have a high concentration of ascorbic acid). Trigl product labeling states "exception: ascorbic acid and calcium dobesilate cause artificially low triglyceride results. Intralipid is directly measured as analyte in this assay and leads to high triglyceride results. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas 8000 cobas c 701 module is 19p8-02. The serum patient sample is suspected to have a high concentration of ascorbic acid. The patient sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable trigl triglycerides and chol2 cholesterol gen.2 results from one patient sample tested on the cobas 8000 cobas c 701 module. This MDR is for the trigl assay. Please refer to MDR with a1. Patient identifier (B)(6) for the chol2 assay. The reported complained that the patient sample had chol2 and trigl results close to zero but the hdl-c and ldl-c totaled to over 100 mg/dl (hdl = 52 mg/dl; ldl = 53 mg/dl). The physician did not believe the results because they could not be correct and were incompatible with life. The reporter stated that there is an interference due to the therapy of paracetamol intoxication indicated in the four assays mentioned and also another interference for the chol2 and trigl assays. On (B)(6) 2024: the initial trigl result was <5 mg/dl. The first repeat result was <5 mg/dl. On (B)(6) 2024: the second repeat result was <5 mg/dl.